Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient felt pocket stimulation. Interrogation showed a lead warning for low impedance and a polarity switch to unipolar pacing. The device was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.